Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 21 could not be delivered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were reported. Additional information was received stating that the catheter used was another company's track21 and not the phenom21. Additionally, it was clarified that the issue was the solitaire did not come out from the tip of the catheter after passing through the hub.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after the solitaire passed through the hub it could not go forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the lesion characteristics were left m1distal. It was noted that vessel tortuosity was moderate. The patient is recovering from the procedure with no problems. No patient symptoms or further complications were reported as a result of this event. The patient's post-thrombectomy condition is good. The procedure was completed by replacing device with another company's product. The cause of the resistance was unknown. A continuous saline flush administered and maintained as indicated in the IFU.